Event description:
The customer reported that there was an intermittent ma on in error message. This error results in a system shutdown. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issues could not be duplicated. However, the fe found error in log. A complete tube filament calibration was performed. The system was tested and found to be working as intended and put back into service.